Event description:
It was reported that a cartridge alarm occurred. Reportedly, the cartridge on the pump was cracked; however, the cartridge alarm occurred reoccurred after a new cartridge was loaded onto the pump. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.